Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). Data was sent for engineering analysis. Analysis showed that the device is exhibiting premature depletion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). Data was sent for engineering analysis. Analysis showed that the device is exhibiting premature depletion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The cause traced to component failure conclusion code was selected based on analysis of the returned product which found evidence of hydrogen-induced leaky by-pass capacitor(s).

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). Data was sent for engineering analysis. Analysis showed that the device is exhibiting premature depletion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.